Event description:
Afib (atrial fibrillation) got worse and had to have heart ablation surgery related to the thyroid caused by CPAP. I had to quit using it because it was causing breathing issues and headaches and went into afib (atrial fibrillation) because I could not use machine. Asked sleep lab and pharmacy how to get a new one and no one knew how to do that since there had been a recall and I wasn't alerted.